Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient through company representative reported "intracapsular rupture", "silicone migration", capsular contracture baker grade IV, "leaking", "lymph node" and "cancer (which is not device related)". This record is for the left side. Device was explanted.